Manufacturer narrative:
Concomitant products: product ID: 3487a, lot# l66401, implanted: (B)(6) 2000, product type: lead.

Event description:
The consumer reported that they no longer had a stimulator and the system was removed. It was reported that the patient could not recall the date or year of the explant procedure but confirmed that it was removed. The patient had issues with the device and complaint about adverse affects due to the implant. They also stated an issue about the implant site pocket. Relevant medical history includes rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
Product ID: 3487a, lot# l66401, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that per patient, the patient's pain stimulation devices were explanted. It was reported that the patient's devices were removed due to malfunctions. The patient would turn the pain stimulation devices up and nothing would happen. With one of the devices, the patient would get back spasms that would make it hard to walk. Relevant medical history includes complex regional pain syndrome. Further follow-up is being conducted to obtain the circumstances that led to the malfunctions. If additional information is received, a follow up report will be sent.